Event description:
The customer's parent reported via telephone call that the needle was bent on the infusion set and that the insulin pump alarmed for no delivery. The blood glucose reading was 535 mg/dl. The parent was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.